Event description:
It was reported from (B)(6) by the vad coordinator that the patient described switching of power sources earlier than expected. She marked all her batteries. The controller and all batteries were exchanged. There were no effects on the patient reported. No other information is available. This is report 3 of 7.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of seven reports (3007042319-2015-00861, 3007042319-2015-00862, 3007042319-2015-00863, 3007042319-2015-00864,3007042319-2015-00865, 3007042319-2015-00866 and 3007042319-2015-00867) submitted for devices related to the same event.

Manufacturer narrative:
The returned battery (bat201714) passed external visual inspection and functional testing. The review of the data log file shows a likely instance of switching events. Battery (bat201714) was in use during some of the potential switching events, which could be the result of a communication anomaly between the battery and controller. During bench testing the battery performed as expected. This issue is being investigated by manufacturer. This is three of seven reports (3007042319-2015-00861, 2015-00862, 2015-00863, 2015-00864, 2015-00865, 2015-00866 and 2015-00867) submitted for devices related to the same event.